Manufacturer narrative:
(B)(4). The insulin pump was received with case at display window corners, display window and belt clip slot. The device was received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was cracked where the belt clip was holding. Customer's blood glucose was 4.8mmol/l. No further information reported.